Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, keypad/button unresponsive/button error, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl, acc-1601. Troubleshooting was initiated for the issues keypad anomaly and/or stuck button alarm, short battery life or a low battery alarm, damage to the belt clip. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. No product return is required for mmt-1715kl. No product return is required for acc-1601.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No unexpected battery related anomalies noted. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed sleep current measurement test, active current measurement test and self test. Unit was successfully downloaded using thus software. During download history review, no relevant battery alerts or stuck key alarms were recorded. Unable to download the power management graph due to corrupted history data. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. All connectors, including internal and external battery connectors were plugged in properly. No anomalies or moisture damage was noted. Unit received with a scratched case. In summary, unit powered up properly after battery installation no stuck key alarms or unexpected battery power loss noted. Unit functioned properly as designed. No alarms or anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.